Manufacturer narrative:
There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: movie 1 shows cath imaging with flow in the bilateral renal arteries. In movie 1 cannot confirm location of the proximal edge of the stenting due to c-arm angle. Post CT images from date 5/30/2026. The stenting near the right renal artery appears to land approximately 3.9 mm superior to the rra ostium. The lci stenting does not have good wall apposition and could cause a type 1b endoleak. There is an irregular flow lumen present in the lci just distal to the device. Movie 1 is a cath movie showing devices in place of the aorta and bilateral iliacs. Bilateral renal arteries have contrast flow and are patent. Cannot confirm location of the proximal edge of stenting due to c-arm angulation. The proximal edge of the aortic device can be seen covering the right renal artery. The proximal edge of the aortic device lands approximately 3.9 mm superior to the right renal artery. There is slight contrast present outside of the device in the lci. Could be a ¿type 1b endoleak. An irregular flow lumen is also present just distal of the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis. The procedure went well. On (B)(6) 2026, field sales associate (fsa) was notified by physician that the patient has lost their right kidney. Reportedly, the stent graft had covered the renal artery even though the final angiogram run during the initial procedure looked good with no endoleaks visible, hence, did not have to do the plug and extend per the pre-procedure planning by physician and the patient tolerated procedure. The cause of the reported right renal artery coverage is unknown. Patient complained of right flank pain and glomerular filtration rate (gfr) dropped by 50%. Sent additional questions and response received: on (B)(6) 2026, additional details regarding the (B)(6) 2026 procedure were provided. Following stent graft deployment, a final digital subtraction angiography (dsa) run demonstrated patency of both renal arteries with no evidence of coverage. This imaging was performed after the proximal seal zone was ballooned twice from both groins, with both renal arteries clearly patent. Although the angiogram was obtained in the ap projection, resulting in parallax and apparent graft distortion, appropriate angulation was used during deployment to accurately profile the right renal artery and ensure precise positioning. The final angiographic run was performed using only two soft catheters to avoid any influence from stiff wires. The proximal migration distance of the device is unknown. A type ib endoleak at the left common iliac artery involving the contralateral limb was identified and accepted as anticipated based on the pre-procedural plan due to vessel disease. No additional treatment was performed during the initial procedure, with the option for secondary intervention, if clinically indicated. It was later reported that the type ib endoleak resolved spontaneously by (B)(6) 2025 when patient was scanned. No surgical treatment or reintervention is planned for the right renal artery occlusion, just supportive care with fluids.